Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/06/2011 with the following findings: the display was found to be crooked and the force sensor pins were found to be partially dislodged. During evaluation the pump was exercised for 24 hours with no issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
It was reported that the pump emitted multiple loss of prime alarms. The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor pins were found to be partially dislodged. This report is being made based on the results of investigation.